Manufacturer narrative:
Section d10: concomitant product: truliant tib imp ps insert sz 5 9mm (cat# 02-022-35-5009 / serial# (B)(6) - tibial insert part of recalled device - z-0023-2022). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial right tka, the 69 y/o male patient complained of pain. Patient had a revision due to loose femur and recalled poly. Due to recall surgeon used competitor device. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and images obtained and received. The device is not available for evaluation due hospital do not release recall devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.